Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2018-06735. It was reported the patient¿s lead and ipg sites were infected with redness and swelling. The patient underwent surgical intervention where the entire system was removed. Culture results confirmed a staphylococcus infection. The patient remains in the hospital being treated with IV antibiotics and is healing well.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2018-06735. Follow up information identified the infection has resolved.